Manufacturer narrative:
Service visit performed but the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the system shut down during surgery. The system was reset with the standby-switch. No pt harm reported. Additional info has been requested but not received to date.